Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that patient was having full bladder accidents now after the stimulation increased to .7. The patient has now decreased it back to .5 and we will continue to evaluate the results. Her urgency with the urination was extremely high and she had to use a catheter last night due to not being able to start urination. Has not had a bowel movement since the procedure. Patient stated that she was in a lot pain. She was using a hot pad on her back. Patient was also stating that her device kept shutting off and her stimulation was at 0.0 at times. The patient was advised to reach out to the clinician. The patient indicator for use were for fecal incontinence. No further complications were reported/anticipated.